Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar curved scissors instrument turned the opposite way from intended and almost stabbed the bowel. The customer replaced the instrument prior to any patient injury with two minutes of delay. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur while the surgeon was controlling the instrument. The instrument moved at the correct timing without any shaking or external interference. The instrument did not have any defects noticed prior to use.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. An in-house monopolar curved scissors (mcs) tip was installed on the instrument. The mcs instrument was then tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The complaint was not confirmed by failure analysis. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.